Event description:
It was reported that during central processing, the user facility identified a broken wire at the tip of the fenestrated bipolar forceps instrument . No missing or fallen pieces were reported. The instrument was not used on a patient after the reported issue was identified and there was no allegation of harm or injury to a patient.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering confirmed a broken pitch cable at the distal clevis hub. The cable segment that contains the crimp was still installed in clevis. The clevis did not exhibit any damage or wear marks. Additional observation not reported by the customer was main tube damage. The distal end of the main tube had scratch marks exhibiting light material removal and a rough surface finish. Scratches were short in length and were not axially aligned with the tube. No other damage was found. Electrical continuity passed. Evidence not conclusive but main tube damage is likely due to mishandling. The instruments & accessories instructions for use (IFU) specifically states: general precautions and warnings -handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction could cause or contribute to an adverse event, if to reoccur.